Event description:
Patient developed scrotal enlargement and pain after a testicular fine-needle aspiration on the day of the procedure, (B)(6) 2011. He was initially evaluated by ultrasound and seen by urology. A treatment plan of observation was chosen at that time. He was improving by ultrasound, done on (B)(6) 2011, and clinically seen (B)(6) 2011 but developed worsening pain and swelling after sexual intercourse on (B)(6) 2011. He presented to the (B)(6), was seen by urology, and taken to the operating room for surgical exploration. A 30ml hematoma was evacuated and a small arterial vessel was identified as the source of bleeding. The subject was discharged to home after the procedure and will be seen by urology for follow-up in 1-2 weeks. As part of this medical study, patient did receive acyline - gnrh antagonist, ind 53.539, testim 1% gel, and anastrazole 1mg tabs, but none of these medications are related to the adverse event. The procedure during the study, the testicular fine-needle aspiration, is the clear cause of the event.